Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an unspecified location. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level ranged in the 200's-210 mg/dl. Reportedly, the cartridge was changed to address the cartridge leaking issue. The customer declined follow-up troubleshooting for the inaccurate insulin gauge with tandem technical support, therefore no additional information could be obtained.